Manufacturer narrative:
(B)(4). Explanted in 2017 concomitant medical products: unknown pn, unknown cup, unknown ln, unknown pn, unknown liner, unknown ln, unknown pn, unknown head, unknown ln. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05032. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's right hip was revised approx. 11 years post implantation due to loosening. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Event date is an unknown month and day in 2017. Explant date is an unknown month and day in 2017. Complaint sample was evaluated and the reported event was confirmed. The stem was returned with the head seated on the trunnion. Dark debris was present at the head-neck mating junction. There was bio debris embedded in the porous surface. Stem has been cut twice. The lower cut is a rougher cut and the distal section of stem was not returned. The second cleaner cut was made just above the rough cut leaving a small section of stem that was returned. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Evaluation of the returned products does not change the final conclusions of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. 00801803202, femoral head sterile product do not resterilize 12/14 taper, 60416236 00620005422, shell porous with cluster holes 54 mm o.d., 60438458 00630505032, liner standard 32 mm i.d. For use with 50/52/54 mm o.d. Shells, 60442451 multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05032, 0002648920-2018-00772, 0001822565-2018-05914 customer has indicated that the product will not be returned to zimmer biomet for investigation, [product location unknown]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's right hip was revised approx. 11 years post implantation due to loosening, dislocation, metallosis and pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No device was returned for evaluation, the report cannot be confirmed due to limited information provided by the complainant. . Device history records were reviewed and no related manufacturing deviations or anomalies that would have contributed to the reported event were identified. The investigation can draw no conclusions with the information made available. Root cause is undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available.